Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received six inappropriate shocks.   The device was started up at 08:25:39 on (B)(6) 2022. From 08:23:18 and 09:01:01, asystole was detected two times. ECG shows sinus bradycardia @ 20 bpm degrading to asystole with intermittent cardiac activity. From 09:08:46 to 09:21:12, an arrhythmia was detected thirteen times. ECG shows asystole. At 09:22:28, an arrhythmia was detected. ECG shows asystole with motion artifact. At 09:22:45, asystole was detected. ECG shows asystole with motion artifact. At 09:23:05, an arrhythmia was detected. ECG shows asystole with motion artifact. At 09:24:49, an arrhythmia was detected. ECG shows asystole with motion artifact. At 09:26:00, the patient received the first inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 09:26:25, the patient received the second inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 09:26:53, the patient received the third inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 09:27:20, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 09:27:48, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 09:31:41, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 09:32:39, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was CPR/motion artifact. The post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. At 09:35:00 and 09:35:47, asystole was detected two times. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. From 09:36:44 to 09:40:09, asystole was detected four times. ECG shows asystole with CPR/motion artifact, intermittent cardiac activity, and electrode lead falloff. At 9:40:53, asystole was detected. ECG shows asystole with CPR/motion artifact, intermittent cardiac activity, and electrode lead falloff. The electrode belt was disconnected at 09:41:59 on (B)(6) 2022. Per holter monitor the patient was last seen in asystole at the time of disconnection. The patient passed away on (B)(6) 2022.